Manufacturer narrative:
(B)(4) ,(B)(4). According to trackwise file, product is not being returned for eval.

Event description:
Cook medical reported for customer, "the pt used the catheter for 2 yrs and the catheter fractured inside the pt." Updated info: "the catheter was separated with a fragment stuck inside of heart." Add'l info rec'd on (B)(6) 2011: the pt is fine, the fragment of the catheter was removed. Unk at this time.